Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
An x-ray film taken after bha showed that the neck trial remained in the body. The wound was opened again and the relevant device was removed. The doctor himself said it was the responsibility of the doctor.